Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on august 30, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic the patient experienced skin overgrowth at the abutment site. Subsequently, a skin revision was performed on (B)(6) 2017, during the abutment removal and the site was cauterized.